Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer had issues with insulin pump. Customer stated he set the insulin pump in suspend and still puts out insulin which caused low blood glucose. The customer disconnected from insulin pump, fearing of getting too much insulin. The customer gets forgetful, cold and clammy. The customer was hospitalized and suffered seizures. The blood glucose at the time of hospitalization was 25mg/dl. The customer was admitted to the hospital on (B)(6) 2015.the paramedics were contacted. Customer treated low blood glucose at home and it went back up to 75mg/dl. Customer stated what caused the low blood glucose was threshold suspend feature not working. Customer treated with sugar water, via IV and resuscitated him and refused to go to the hospital. Advised customer to monitor the insulin pump and call back if issues persist. The customer's blood glucose was 68mg/dl.